Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they were not feeling the stimulation and were having a return of symptoms. The patient stated that they hadn't been able to get it going, and they had a uti since they hadn't been able to make it to work. The patient also stated that they thought it was broken, and that they were back on antibiotics for uti. The agent walked patient through connecting to the ins. The patient was able to connect and increase the stimulation to a comfortable level on their bike seat area. The patient was directed to monitor the issue and redirected to their healthcare provider (hcp) if it persisted.

Manufacturer narrative:
B5/h6: correction submitted to include information regarding patient's pain in their leg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they were not feeling the stimulation and were having a return of symptoms. The patient also mentioned that the device brings down the pain on their leg too, and the pain on their ankle is going back, which tells them that they needed to adjust the therapy setting. The patient stated that they hadn't been able to get it going, and they had a uti since they hadn't been able to make it to work. The patient also stated that they thought it was broken, and that they were back on antibiotics for uti. The agent walked patient through connecting to the ins. The patient was able to connect and increase the stimulation to a comfortable level on their bike seat area. The patient was directed to monitor the issue and redirected to their healthcare provider (hcp) if it persisted.